Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) passed out. The patient is not sure if the heart stopped. The device remains in service. No additional adverse patient effects were reported.